Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen was unresponsive. There was no adverse impact to the customer's blood glucose level. The customer attempted using different charging cables and adapters without success, and it was confirmed that the pump was within warranty. Technical support arranged for a replacement pump to be sent, which included updated software. The customer was instructed to deplete the battery of the faulty pump before returning it to tandem, using a provided return box and pre-paid label. The customer agreed to program their settings into the new pump and connect their cgm to it upon receipt.